Event description:
The explanted product was received for analysis and is currently ongoing.

Event description:
Product analysis (pa) for the returned generator was completed. An end-of-service warning message (therapy disabled error code 14) was verified in the pa lab and found to be associated with the output being disabled by the pulse generator, due to the pulse generator remaining ¿on¿ post explant. Although the reported allegation of ¿increased seizures¿ cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device did not perform according to functional specifications due to the battery status flag. The final electrical test pa version was executed after and the comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The electrical performance of the generator, as measured in the pa lab was used to conclude that no anomalies exist, and the end-of-service (eos) condition is an expected event.

Event description:
Additional information was received that the patient had a battery replacement due to battery being at neos ¿ yes. No explanted product has been received to date.

Event description:
It was reported by the office of the physician that the patient's seizures have been worsening and is scheduled for replacement. During follow-up, it was indicated by the office that the increase in seizures were due to low battery. No known surgery has occurred to date. No additional relevant information has been received to date.